Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, ophthalmic system generated no irrigation during surgery in irrigation and aspiration mode and displayed a system message. The surgery was completed on the same day by rebooting the system and there was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming fluidics were replaced to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number (and for complaints), was performed. There was no relevant contributing factors identified. The root cause of the reported event is attributed to the nonconforming fluidics. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).